Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with the tubing kinking. Customer's blood glucose level was 151 mg/dl but went up to 437 mg/dl. Customer stated that the infusion set cannula was bent. Customer inserted manually. Customer removed it because it was kinked. Customer has been on manual injections. Customer was off the pump until she met with her trainer. Customer ran a manual prime and the insulin did exit the tubing. Basal rates and bolus wizard settings were correct. Customer declined performing the high pressure test because they stated that the issue was the bent cannula. Customer was advised to monitor the issue. No additional information provided.